Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, broken battery tube threads, cracked case behind the pump near the battery compartment, fading/peeling serial number label, stained keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump was dropped. The insulin pump was returned for analysis.